Event description:
In early 2009, the lay use/reporter in the united kingdom contacted lifescan on behalf of the lay user/patient alleging the one touch ultra 2 meter read inaccurately high. The medical affairs specialist wrote follow up questions to the technical service representative to ask the reporter but the representative was not able to contact the reporter. The reporter is concerned that her daughter (the patient's) meter had been giving inaccurate results since january 3. The patient was allegedly newly diagnosed with diabetes and three days prior, reportedly had symptoms of shakiness, which the reporter says is indicative of hypoglycemia for the patient. The reporter gave her a glucose energy drink. She felt better shortly after. The day prior to original date, the patient tested on her meter and obtained a result of 10mmol/l, which the mother felt was inaccurately high, so she did not give her daughter her morning insulin injection and changed her breakfast because of the result and gave her scrambled eggs. The patient takes novorapid insulin 8 units in the morning, 7 units at lunchtime and 6 units in the evening. She also takes levemir 15 units at night. The reporter said the patient's insulin was not changed at other times but she finds it difficult to monitor her blood sugar since she is newly diagnosed with diabetes. The patient tests her blood sugar four times per day. During the troubleshooting telephone call it was determined that the patient's testing technique was correct. The puncture area was cleansed correctly. The reporter said that quality control solution tests were performed previously, with failing results. This complaint is being reported because the reporter alleged the patient felt symptoms of hypoglycemia after the reported meter issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.